Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancies. Customer stated that the sensor glucose is usually around a hundred points below the blood glucose level. Sensor is reading low glucose and customer states she is receiving threshold suspend alerts on the insulin pump and sometimes the insulin pump will suspend. No troubleshooting performed as the customer was not wearing a sensor at the time. Blood glucose level 214 mg/dl. Nothing further reported.